Manufacturer narrative:
Concomitant products: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported that when when the controller is plugged in the light blinks green but the controller does not charge. The caller indicated that the patient reported that the ac adapter light is illuminated when it is plugged in. Prior to calling the caller had the patient reset the controller by removing and reinsert the controller battery into the controller. The caller had the patient use aa batteries in the controller and the device did not power up. The caller did not have the patient try to reinsert the lithium battery into the controller after the aa batteries were used. The caller did not have the patient try to connect the controller to the ac adapter without the lithium battery inserted. The issue was not resolved through troubleshooting. The caller indicated that another mdt employee will meet with the patient to lend a controller and lithium battery to the patient. Tss reviewed troubleshooting that can be completed to identify the root cause of the issue. The rep indicated that the patient has not been able to locate his controller. Once the controller is located, they can work with the patient to further troubleshoot.